Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was unsuccessfully occluded and was outside the uterine wall on the right.") In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish") and pain ("physical pain"). The patient was treated with surgery (hysterectomy and implant removal due to complications from the essure). Essure was removed. At the time of the report, the device dislocation, dyspareunia, abdominal pain lower, emotional disorder and pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, emotional disorder and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was unsuccessfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was unsuccessfully occluded and was outside the uterine wall on the right") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish") and pain ("physical pain"). The patient was treated with surgery (hysterectomy and implant removal due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, dyspareunia, abdominal pain lower, emotional disorder and pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, emotional disorder, pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure outside the uterine wall on the right; on (B)(6) 2012: results: essure device was unsuccessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device was unsuccessfully occluded and was outside the uterine wall on the right/probable dislodged fallopian tube wire from the right fallopian tube located on the left side of uterus//migration of essure device location of device: left uterus'), device breakage ('device breakage') and device expulsion ('essure micro-implants, one expulsed, one in left tube/expulsed essure micro implants noted behind the uterus.') In a 32-year-old female patient who had essure (batch no. 863570, 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and vaginal delivery. Concomitant products included sumatriptan since (B)(6) 2011 for migraine as well as hydrochlorothiazide and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish"), pain ("physical pain"), migraine ("migraines"), headache ("headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery ((B)(6) 2012 removal of dislodged essure coil. And hysterectomy and implant removal due to complications from the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, dyspareunia, abdominal pain lower, emotional disorder, pain, depression, anxiety, migraine, headache, nausea, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, headache, migraine, nausea, pain, uterine perforation and weight increased to be related to essure. The reporter commented: the right ostium had three visible coils and the left ostium had one visible coil. Discrepancy- date(s) of removal: (B)(6) 2012, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure outside the uterine wall on the right; on (B)(6) 2012: results: essure device was unsuccessfully occluded. Lot number: 863570, manufacturing date: 2011-05, expiration date: 2015-05. Lot number: 922606, manufacturing date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was unsuccessfully occluded and was outside the uterine wall on the right/probable dislodged fallopian tube wire from the right fallopian tube located on the left side of uteus//migration of essure device location of device: left uterus"), device breakage ("device breakage") and device expulsion ("essure micro-implants, one expulsed, one in left tube/expulsed essure micro implants noted behind the uterus.") In a 32-year-old female patient who had essure (batch no. 863570, 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and vaginal delivery. Concomitant products included hydrochlorothiazide and sumatriptan. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. In april 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish"), pain ("physical pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (12-march-2012 rmoval of dislodged essure coil. And hysterectomy and implant removal due to complications from the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, dyspareunia, abdominal pain lower, emotional disorder, pain, depression, anxiety, migraine, headache, nausea, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, headache, migraine, nausea, pain, uterine perforation and weight increased to be related to essure. The reporter commented: the right ostium had three visible coils and the left ostium had one visible coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure outside the uterine wall on the right; on 05-jan-2012: results: essure device was unsuccessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet- events device breakage, essure coil dislodged was from the right fallopian tube, depression, mental anguish, migraines, headaches, nausea, weight gain, dysmenorrhea (cramping) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device was unsuccessfully occluded and was outside the uterine wall on the right/probable dislodged fallopian tube wire from the right fallopian tube located on the left side of uteus//migration of essure device location of device: left uterus"), device breakage ("device breakage") and device expulsion ("essure micro-implants, one expulsed, one in left tube/expulsed essure micro implants noted behind the uterus.") In a 32-year-old female patient who had essure (batch nos. 863570 and 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and vaginal delivery. Concomitant products included hydrochlorothiazide and sumatriptan. On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2016. A new essure was inserted on an unknown date. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 6 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish"), pain ("physical pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (B)(6) 2012 rmoval of dislodged essure coil. And hysterectomy and implant removal due to complications from the essure). Essure was removed. At the time of the report, the uterine perforation, device breakage, device expulsion, dyspareunia, abdominal pain lower, emotional disorder, pain, depression, anxiety, migraine, headache, nausea, weight increased and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, headache, migraine, nausea, pain, uterine perforation and weight increased to be related to essure. The reporter commented: the right ostium had three visible coils and the left ostium had one visible coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure outside the uterine wall on the right; on (B)(6) 2012: results: essure device was unsuccessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device was unsuccessfully occluded and was outside the uterine wall on the right/probable dislodged fallopian tube wire from the right fallopian tube located on the left side of uteus//migration of essure device location of device: left uterus'), device breakage ('device breakage') and device expulsion ('essure micro-implants, one expulsed, one in left tube/expulsed essure micro implants noted behind the uterus.') In a 32-year-old female patient who had essure (batch no. 863570, 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and vaginal delivery. Concomitant products included sumatriptan since (B)(6) 2011 for migraine as well as hydrochlorothiazide and sumatriptan succinate (imitrex df). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), emotional disorder ("emotional anguish"), pain ("physical pain"), migraine ("migraines"), headache ("headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery ((B)(6) 2012 rmoval of dislodged essure coil. And hysterectomy and implant removal due to complications from the essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, device expulsion, dyspareunia, abdominal pain lower, emotional disorder, pain, depression, anxiety, migraine, headache, nausea, weight increased and dysmenorrhoea outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, emotional disorder, genital haemorrhage, headache, migraine, nausea, pain, uterine perforation and weight increased to be related to essure. The reporter commented: the right ostium had three visible coils and the left ostium had one visible coil. Discreptency- date(s) of removal: (B)(6) 2012, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure outside the uterine wall on the right; on (B)(6) 2012: results: essure device was unsuccessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: law firm was added. New event genital bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.